Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) was noted on the device. The device was reprogrammed. Abbott technical support was contacted and additional reprogramming was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.